Event description:
Infusion pump received at the service with note that stated "read out for amount infused is different than actual amount used. Read out is 500. Amount from bag is 300 infused." No additional information was able to be received. No patient injury was reported.